Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the balloon water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed the foreign material. It was likely that the device was incorrectly reprocessed using a cleaning brush that became clogged, which was likely the cause of the foreign material. As result of confirming contents of reprocessing manual at the time of shipment, the event can be detected and prevented by following the instructions for use about reprocessing.: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.